Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections age or date of birth and weight as the customer's age and weight were not provided.

Event description:
The customer reported that they have two contour next ez meters and they obtained differences of 50 mg/dl and 100 mg/dl when compared the blood glucose readings on each meter. No specific readings were provided. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer. Since the strip information was not provided, this report will be submitted under the meter information.

Manufacturer narrative:
The customer returned the suspected contour next ez meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips using blood sample, which gave a satisfactory performance.